Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. Therefore the analysis is based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned follow-up data have been analyzed. The trends documented shock impedance values 150ohm since february 2019, as mentioned in the complaint description. The pacing impedance was normal. The shock test on (B)(6) 2019 confirmed a manual shock of 1 joule energy with impedance 150ohm. In conclusion, the ICD and the lead were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of both devices. The analysis of the returned device data revealed no indication of an ICD malfunction. However, the integrity of the right ventricular lead cannot be assured.

Event description:
After an implantation period of approx. 57 months, it was reported, that a shock impedance >150 ohm was notified by home monitoring.

Event description:
Ous MDR - after an implantation period of approx. 57 months, it was reported, that a shock impedance > 150 ohm was notified by home monitoring.